Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the plastic piece which holds the c-ring on the vaso view hemopro came off inside of the harvesting cannula. The loose piece remained inside the cannula between the scope and outer cannula and never came in contact with the patient at any time. A replacement device was used to complete the procedure. The hospital did not report any patient effects.